Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4) - incomplete. The exp date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in (B)(6) that during an arcr surgical procedure, it was observed that the wire part on the ideal sutgrasper 60 deg device was pulled out of the shaft when the surgeon pulled it out of the patient's body. According to the report, the event occurred after inserting the device into the cuff plate. It was further reported that the gripping part on the device was completely contained with the thread, although the surgeon tried grasping the anchor's thread. The surgeon replaced the device with an identical spare device (same p/n and lot number) but the same event was occurred. It was reported that the surgery was completed without any other problem although it was not reported how the surgery was completed. It was reported that the device was brand new and the first use when the issue occurred. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. On inspection, the wire was still inside the device. Hence the complaint is not confirmed. Further investigation reveals that the grasper could not be moved in or out using the trigger of the device. It is possible that the internal components could be jammed, causing button to not fully engage with the wire. It was concluded that after opening the device for an internal inspection, the set screw did not place the needed force on the grasper wire therefore making it impossible for the device to function as intended since the button was shown to be not connected with the base of the grasper wire. The full investigation and root cause will be documented via corrective and preventative action (CAPA). Non-conformance review was performed, no nonconformances were identified for this part 251723, lot number l936837 combination. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4) incomplete. The expiration date is not currently available.